Manufacturer narrative:
The technician found the CPR switch was stuck. He replaced the CPR switch to repair the bed.

Event description:
Info received indicates the head of the bed can be raised halfway up and then it will run back down unintentionally.